Event description:
It was reported the customer experience elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up report will be submitted.